Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms sds (stent delivery system) with stent. The hypotube, shaft, tip, stent, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and the balloon was tightly folded with the stent attached between the markerbands. Inspection of the device revealed that there were numerous kinks throughout the hypotube and the hypotube was separated 23.5cm distal of the strain relief. The ends of the separation were ovaled, indicating that the hypotube was kinked prior to separation. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed through product analysis because the clinical circumstances could not be replicated. However, the confirmed damage indicates that there were difficulties crossing the lesion.

Event description:
It was reported that difficulty crossing a lesion occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 12 x 3.00 rebel stent balloon was advanced but was not able to pass through the lesion. The device was removed and the event was resolved. No patient complications resulted in relation to this event. However, the device returned and analysis revealed a shaft break.